Event description:
Customer reported she has to do frequent battery changes. Customer has to restart the device often to complete rewind process. The device had condensation inside the screen. Customer declined being transferred for troubleshooting assistance. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.